Event description:
It was reported to vyaire medical that the 3100a ventilator wouldn't oscillate well on patient. The unit was then swapped out with another ventilator. There was no patient harm reported with this event.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.